Event description:
The caller reported the cuff on the tube blew out. The caller reported it was a size 6 but did not know the model of the tube. A non-routine replacement of the tube was required. The tube was discarded.